Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d remained in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection. A revision was performed and the lv lead was explanted while this crt-d and all other leads were not explanted. Additional information indicated that the button and surrounding mesh were no able to be removed. The epicardial lead had a mesh material surrounding the "button" that is screwed into the epicardium. The mesh is overgrown with fibrous tissue, therefore it was impossible to remove. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.